Manufacturer narrative:
See d4 expiration date,d9, h3, h4 and h11. Complaint has been evaluated and is similar to previous report number 1644408-2023-01275; 508-32-204, s801-device cracked/broke, primary surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. RMA examination: the instrument was returned to djo and after further examination, the center screw of the baseplate broke off.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Primary surgery - broken baseplate/40 minute delay in surgery.